Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a leak in her reservoir; she noticed the smell of insulin around her reservoir and reservoir compartment. The patient's blood glucose at the time of incident was 117 mg/dl. The customer confirmed that the reservoir was inside of the pump when she noticed the leak. During troubleshooting she did not notice any fluid inside of the pump or lcd screen. She also noticed an air bubble in the reservoir that kept expanding during the prime process. No products were shipped and the reservoir in question will be returned for analysis.